Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the outflow graft bend relief, examination of the returned outflow graft revealed a lengthwise crease along the proximal portion of the graft material. An accumulation of tissue on the exterior of the graft was observed to have filled in and formed over the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion did not appear extensive enough to have caused or contributed to a functional issue as review of the patient¿s history found no reports of flow issues. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that investigation of the returned pump revealed an extrinsic outflow graft obstruction (eogo) between the outflow graft and the outflow graft bend relief.